Manufacturer narrative:
The reported event of failure to capture and telemetry issue not confirmed. Final analysis found the outer helix length was out of specifications. The outer helix elongation is consistent with having occurred during procedure. It was determined there were no anomalies contributing to the reported event. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for device check post-implant, upon which it was discovered that the patient's atrial leadless pacemaker (lp) exhibited high capture threshold. The device was explanted and replaced. After explant, it was noted that the explanted lp exhibited difficulty in unpairing from the prior system. It was completed after a patch was accidently removed. The patient was stable.